Event description:
Customer called to report that they were hospitalized for chest pains. Customer also reported a leak in the reservoir past the second o-ring. Customer stated that the insulin pump was exposed to moisture. Customer stated that the insulin pump alarmed motor error during prime. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Customer stated that they were unable to rewind the insulin pump. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.